Event description:
This was a lead extraction case conducted in the operating room to remove a fractured rv lead (mdt (B)(4) quattro dual coil ICD; 72 months old) after the patient had received inappropriate shocks with high impedance changes. The patient was prepped per hrs recommended standards. The pocket was opened, the mdt (B)(4) cut and prepped with a lld-ez. The md began lasing with a 16f glidelight laser sheath, encountering several binding sites in the scv, but was able to ultimately pass this area to the mid-svc. After several attempts to advance beyond this point, the md removed the 16f glidelight and added the (B)(4) outer sheath. The md was able to advance beyond the svc/ tricuspid area towards the septum. At this point, the laser sheath could not advance any further; however, counter traction was applied with the outer sheath and the lld-ez. This lasted for a few seconds until the lead was successfully extracted. Upon removal of the laser sheath and lead, the patient's blood pressure began to drop significantly. The md immediately converted to a sternotomy and noted a small hole in the septal wall of the heart which was successfully repaired. The patient was closed, stabilized and transferred to the ICU for recovery. Since this time, the patient has made a full recovery and was discharged from the hospital.